Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-01704. The manufacturer is unable to determine which lead was liable thus both leads are reported. It was reported the right lead had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. Therapy was resumed thus issue has resolved.